Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that one day post generator implant, the lead dislodged. The lead was repositioned, but upon reconnecting the lead to the generator, blood was found inside the lumen of the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received